Event description:
An article was evaluated and dispositioned by lma north america medical affairs department. This case reported results of a prospective, randomized study in 123 pediatric patients receiving either sevoflurance or isoflurane, in whom the lma airway was removed either when awake or while still anesthetized. Four patients in the group receiving isoflurance, in whom the lma airway was removed while awake, had severe airway hyperreactivity leading to a critical event, defined as laryngospasm with sp02 less than 85% for more than 10 seconds. Three of these patients also had vomiting. The lma airway was removed in all 4 patients and all received assisted ventilation. In addition, 2 patients requried intravenous succinylcholine and intubation to manage the laryngospasm. The case did not report any sequelae. It is presumed that all patients have recovered.